Event description:
Per the clinic, the patient developed an infection (cellulitis) at the implant site and subsequently the patient underwent a revision surgery (incision & drainage) to have the site cleaned. The patient also was treated with topical and oral antibiotics. The infection was resolved.